Event description:
(B)(6), 2014 - customer (wife & mother) reported the following: husband reacted to clear spot (B)(4) adhesive bandages, however the wife uses the product with no issues. Daughter reacted to fabric (B)(4) (refer to MDR 1038758-2014-00041). (B)(6) 2014 - customer has not sent samples back or provided additional information.